Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed caller to check the power connection and press the button, but pump did not respond and showed a red led light, vibrating every three minutes. Technical support decided to replace pump. Pump was out of warranty, and customer expressed interest in obtaining an out-of-warranty loaner pump.